Event description:
It was reported that, the patient with this implantable cardioverter defibrillator (ICD) received a shock therapy and the device emitted tones since then. The patient presented at the clinic for a follow up and the physician found that the ICD delivered anti-tachycardia pacing (atp) and a single shock therapy due to atrial tachycardia. Device interrogation revealed a code 1005, indicative of an open circuit condition during shock delivery. The data also revealed high shock impedances out of range of the right ventricular (rv) lead. The technical services (ts) analyzed the data and indicated that there is a possibility the shock lead may have been calcified and the shock blew some of the calcification off and over some time calcification would increase again. The code 1005 was solved most probably by itself, with the shock and impedance dropped. The physician increased to maximum shock impedance level. The ts indicated it would be per the physician discretion to decide about the lead replacement. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with this implantable cardioverter defibrillator (ICD) received a shock therapy and the device emitted tones since then. The patient presented at the clinic for a follow up and the physician found that the ICD delivered anti-tachycardia pacing (atp) and a single shock therapy due to atrial tachycardia. Device interrogation revealed a code 1005, indicative of an open circuit condition during shock delivery. The data also revealed high shock impedances out of range of the right ventricular (rv) lead. The technical services (ts) analyzed the data and indicated that there is a possibility the shock lead may have been calcified and the shock blew some of the calcification off and over some time calcification would increase again. The code 1005 was solved most probably by itself, with the shock and impedance dropped. The physician increased to maximum shock impedance level. The ts indicated it would be per the physician discretion to decide about the lead replacement. This ICD remains in service. No adverse patient effects were reported.